Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second transcatheter bioprosthetic valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. The angiographic records indicated that the position at 2/3 deployment, was unacceptable because it was too high in the annulus. The first valve was fully deployed in an unacceptable position based on the pigtail catheter marker. A snare was attached to the fully deployed first valve which pulled the valve to a higher position to accommodate the second valve. This event does not indicate a device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.